Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error alarms noted during testing. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. Device received with moisture damage motor assembly and corroded force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. Blood glucose value was 279 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.